Event description:
On (B)(6) 2011, the lay user/patient's daughter contacted lifescan (lfs) alleging the patient's onetouch ultra2 meter was not powering on when attempting a blood glucose test. The complaint was classified based on the customer care advocate's (cca) documentation. The reporter claimed the alleged issue began on (B)(6) 2011 at approximately 4pm. It is unclear what medications the patient takes to manage her diabetes but the reporter stated that she continued with her usual regimen in response to the alleged issue. Approximately 10 minutes after the alleged issue began the patient reportedly developed symptoms of "dizziness, felt shaky and sweaty". The reporter stated that approximately 4:20pm she tested using another device and received a value of "167mg/dl" and self treated with 40 units of lantus insulin. At the time of troubleshooting, the reporter confirmed that the subject meter was not brand new; the correct test strips were used. The meter powered on when the power button was pressed, however it did not power on upon strip insertion, therefore the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter has passed testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.